Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent invalid transmitter ID alerts. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.